Event description:
It was reported that the patient presented in clinic for leadless pacemaker implant procedure. During the procedure, it was found that the lp helix had become stretched. The procedure was completed using an alternate device on (B)(6) 2024. The patient recovered without issue.